Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The report is being filed late due to an isolated oversight resulting from personnel change.

Event description:
Clinic reported a patient who developed recurring cystic nodules 3.2 months post miradry treatment. The clinic suspected the nodules were ingrown hairs. Laser hair removal of both axillae was performed. Oral antibiotic (minocycline) was prescribed.